Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned maverick 2 monorail balloon catheter revealed there was contrast in the hub and wire lumen. Inspection of the balloon revealed a longitudinal tear in the balloon wall material measuring 14m long. The tear started at the proximal balloon waist and extended most of the length of the balloon. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 12mm x 2.0mm maverick2 balloon catheter was advanced and inflated at nominal pressure. A balloon rupture occurred at the rated burst pressure. The balloon catheter was removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the balloon catheter was selected for pre dilation. The lesion was de novo. After rupture, the balloon catheter was removed intact.

Event description:
It was further reported that the balloon catheter was seclected for pre dliation. The lesion was de novo. After rupture, the balloon catheter was removed intact.